Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the magnet will reportedly not return to the company for analysis. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced a dislocated internal magnet following an MRI. On (B)(6) 2019, the recipient underwent magnet replacement surgery.